Event description:
The customer reported during patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of single point load cell #2. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up, confirming the reported complaint. The load-sensing system of the device detected a weight/load imbalance between the two load cells. Upon conducting the load cell characterization test, the result determined that single point load cell #2 was defective (output reading values were over-reported). To resolve the reported complaint, load cell 2 was replaced. Subsequently the load cell characterization test was performed, and the results indicated that both load cells function within the specification. After servicing, the platform passed the run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).